Event description:
It was reported that the barrel of the bd luer-lok¿ syringe with bd precisionglide¿ needle was cracked and leaked blood/solution during use. The following information was provided by the initial reporter: "a user facility clinic manager reported to customer service that there were cracks in the barrel of the syringe due to a potential loose seal and causing contents/blood to squirt out when pushing contents in."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.